Event description:
The pt used the suspect device to check pt's blood glucose and obtained a result of 529mg/dl. Pt then skipped lunch and took an extra 10 units of insulin by guessing pt's sliding scale because pt lost the paper that pt had pt's sliding scale written on. Pt then went to work and when pt came home around 4:30pm pt collapsed. Paramedics were called and they checked pt's blood glucose on their equipment and the level was 29mg/dl. Pt's suspect device then read 176mg/dl for comparison. Pt was treated with an IV and transported to the hospital being discharged in the evening. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.